Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving a service code 204 and service code 107. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problems (service code 204, service code 107) have been confirmed. Upon investigation the trunk cable connector was cracked and the orange (+5v) and black (main batt) wires were open within the connector, which caused the reported service codes. The cause for the open wires was the damage to the trunk cable connector. The root cause for the cracked trunk cable connector could not be positively identified but was likely excessive force. No adverse event resulted from the open wires. The pt received a replacement electrode belt.